Manufacturer narrative:
The pod was not returned for evaluation - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high blood glucose levels. In addition, we are unable to confirm whether the reported cannula kink had contributed to insufficient insulin delivery. Based on the blood glucose history provided by the customer, however, it is assumed that the cannula kink was a potential contributing factor. The customer had delivered multiple correction boluses over a six hour time frame; it is expected that her blood glucose levels would have lowered in response to the boluses. (Without the pod returned for eval, however, we cannot determine whether the high blood glucose levels were due to physiological conditions or whether the reported cannula kink may have been factor.) In addition, there is no indication that the pod had initiated an occlusion alarm in response to the cannula kink. If insulin flow to the user was obstructed by the kink, the pod should have initiated an occlusion alarm. Note: after first noticing that the cannula may have been kinked, the customer proceeded to wear the device over the following six hours. Although it cannot be confirmed through a device eval, the pod is assumed to have been a contributing factor to the customer's high blood glucose levels based on the info provided in the report. Lot qualification test results for this pod lot revealed no failures that resulted in an occlusion alarm. The lot passed the acceptance criteria. Note: eval method codes are specific to activities performed during lot qualification testing (and are not related to activities performed on the subject pod as it was not returned for investigation).

Event description:
The customer "started to smell insulin" and believed that the cannula was kinked. (Blood glucose levels at this time are unk.) Over the following five hours, multiple boluses had been administered, but her blood glucose levels measured greater than 500mg/dl. A correction bolus was immediately administered. Within the hour blood glucose levels were checked again, which still measured greater than 500mg/dl. Another correction bolus was administered and the pod was soon deactivated. The device will be returned for eval.